Event description:
Caller reported a malfunction on pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting pump, with instructions to resume normal use, and advised to call back if malfunction code recurs. Customer acknowledged and understood actions taken.